Event description:
This report summarizes <noe> 116 </noe> malfunction events in which the device had paint chips missing. 116 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 116 previously reported events are included in this follow-up record. Product return status 109 devices were received. 7 devices were not available for evaluation. Event confirmation status 108 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 108 devices were found to be affected by missing paint chips. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 116 events were reported for this quarter. Product return status: 108 devices were received. 7 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 108 reported events were confirmed. Evaluation results: 108 devices were found to be affected by missing paint chips. Additional information: 116 devices were not labeled for single-use. 116 devices were not reprocessed and reused.

Event description:
This report summarizes 116 malfunction events in which the device had paint chips missing. 116 events had no patient involvement; no patient impact.